Event description:
Bought the grind guard. I used it less than three weeks and it has fallen apart. I have purchased these before and I am disappointed.

Manufacturer narrative:
This event happened in (B)(6). No injury was reported, no medical attention was reported to have been sought, device was not used by consumer. This is being reported as a possible product malfunction that could potentially result in serious injury. Medical intervention may be required if the device is swallowed and goes beyond the pharyngeal arch.